Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the scanner shuts off after one hour of use, abrupt shut off, was confirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The root cause of the reported issue was identified as an internal li-ion battery failure. A history review of serial number (B)(6) showed one other similar complaint from this serial number. Both complaints for this serial number (B)(6) have been reported from same facility.

Event description:
Per biomed - the scanner shuts off after one hour of use, abrupt shut off.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed one other similar complaint from this serial number. Both complaints for this serial number ((B)(4)) have been reported from same facility.

Event description:
Per biomed - the scanner shuts off after one hour of use, abrupt shut off.